Event description:
The investigation was concluded on the 25-jan-2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
510(k) number: k142688. Device evaluation 1 unit of lot c1658535 of echo-hd-19-c was returned opened in its original packaging. Clarification was requested as follows; ¿from reading the text it doesn¿t specifically reference cook¿s device but references ¿after attempting a gastroscopic recovery of the broken endoscopic ultrasound 19g biopsy needle and attempting to move the overtube¿ which could potentially be cook¿s device. If you could request confirmation from the customer if the broken endoscopic ultrasound 19g biopsy needle is a cook device? The incident is outlined under the clinical problem of ¿proximal oesophagus perforation¿ in the translation¿ reply was received as follows; ¿the 19g procore needle broke inside the sheath. The physician realized that when he pulled back the endoscopy device. Therefore the tip of the needle including a longer part of the shaft was left behind inside of the punctured area. According to the fact the needle was sharp and without protection they used an overtube to recover the needle inside in order to avoid any harm on the esophagus. While inserting this overtube (no cook product) inside the esophagus the esophagus was harmed by the overtube. Needle was recovered and retracted from patient¿s body and caused no further harm by itself. The injury occurred on the use of the overtube¿ the device involved in the complaint was evaluated in the laboratory on 03 dec 2020. The needle was broken in three different places. A number of kinks were also observed on the broken needle parts. Clarification was requested as follows; ¿can you please clarify the following after lab evaluation of the returned complaint device yesterday? Please see below photos of the different needle breaks/kinks observed with the returned device. Am I correct in assuming that the distal broken needle part broke first (see photos below) and the rest of the breaks/kinks occurred during the retrieval process of getting the rest of the needle out of the patient?¿ reply was received as follows; ¿as far as what I understood broke the needle inside of the sheath. All other kinks and breaks occurred on the retrieving process. So the distal end might not night be the first breakage. Furthermore as the needle was not protected by the sheath anymore, the shaft of the needle might have been kinked caused by storage or transport. I am not willing to exclude this¿ prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-c of lot number c1658535 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1658535. The notes section of the instructions for use, ifu0077-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force which may have been applied when trying to get the needle out of the scope during advancement for the second puncture potentially causing the needle to break and unable to retract into the sheath. As indicated by the rep all other breaks and kinks are likely to have occurred during the retrieval process and/or during storage/transport returns. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The over tube had forced a perforation on the oesophagus mucosa, submucosa and muscularis which was closed with clips. Additionally they created an eso-sponge-therapy. The needle was recovered and is not left behind.

Manufacturer narrative:
510(k) number: k142688the investigation is still in progress, a follow up MDR ill be submitted to include the investigation conclusions.

Event description:
Needle broke while taking a second sample from patient needle had to be recovered in another procedure"as per cc for": see attached file "diagnosis and treatment" send for translationrep update: the intense to use the echotip was caused by a mamma ca and a leason inside the pancreas tail of about 3cm size. They punctured it once with slow pull technique and the probe was recovered. While they reinserted the stylet, they already had on the halfway a problem that the stylet did not slide fluently. But it worked. As they were not satisfied with the first probe they made a second puncture with the same needle. While retracting the needle with the second probe the needle broke off inside the sheath and left stuck inside the pancreas.now they had to recover the needle and used an over tube to protect the oesophagus from the sharpness of the needle. The over tube has forced a perforation on the oesophagus mucosa, submucosa and muscularis which was closed with clips. Additionally they created an eso-sponge-therapy.the needle was recovered and is not left behind.as per translation:mammary carcinoma, unknown pancreatic mass, possible metastasis, query on primary tumour.device: olympus gfuct180 and aloka prosound alpha 7.the flexible video ultrasonic endoscope with the longitudinal scanner was inserted and the device was advanced into the stomach. From here on, we moved to the body and tail of the pancreas. Pancreatic body and duct were unremarkable. There was a 3 cm tumour on the tail of the pancreas, which was described as 3 cm in the CT findings. Our findings here also suggest, that the splenic artery is involved. However, there was a window for biopsy with an adequate safety margin from the blood vessels. We then carried out the biopsy with the cook 19c procore biopsy needle and obtained biopsy material using the slow-pull technique. We then moved on to the 2nd biopsy of the focal lesion in the tail of the pancreas. We performed the second biopsy, which was successful using the endoscopic ultrasound to monitor it. However, the device in use was damaged at this point. The biopsy needle could no longer be withdrawn from the pancreas. Asked mr emminghaus to assist who directs the imaging into the stomach past the existing endoscopic ultrasound device which at this point is immobilised. The biopsy site could be seen from there. With the biopsy needle fixed in situ the endoscopic ultrasound device was then carefully removed. At this point it became clear that the hollow needle had broken inside the sheath of the biopsy catheter in a place on the biopsy needle, which had been left in situ, that was outside the body. An overtube with a relatively stiff wall was then placed over the biopsy needle in order to remove the sharp object. However, it could not be advanced more than 30 cm. The overtube was therefore then removed shortly afterwards. We became aware of a deep mucosal laceration in the superior third of the oesophagus with probable separation of the mucosa, submucosa and muscularis. We were able to successfully remove the biopsy needle with no complications. This is where the findings start from mr emminghaus relating to the partial clip closure of the oesophageal perforation and the eso-sponge placement.biopsy of a pancreatic mass in the tail of the pancreas. The material has gone to prof. Tannapfel in bochum. During the 2nd biopsy, a material defect resulting in the biopsy needle breaking inside the catheter sheath. The needle could be removed using an endoscope. When placing the protective overtube in order to safely remove the sharp object, however, the oesophagus was perforated in the superior third. Indication for a clip closure and eso-sponge where necessary